Event description:
Immediate placement did not stabilize the implant. Implant was retrieved and site was grafted.

Manufacturer narrative:
Implant was placed in site area #22 on (B)(6) 2013 and it is removed due to poor osseointegration on (B)(6) 2013. The pt is (B)(6) yr old man. Lot number is not available. The returned product was checked for product matching only. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.